Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 1.45 uiu/ml and was reported to the physician who asked the laboratory to repeat testing. The repeat result was 0.005 uiu/ml with a data flag twice. The patient was not adversely affected. The tsh reagent lot number was 169099 with an expiration date of 02/01/2013.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. The sample in question was submitted for investigation and no interfering factor to ruthenium was identified and the customer's results could not be reproduced. No adverse event was reported.